Event description:
Olympus was informed that the referenced device was used for the first time during a diagnostic bronchoscopy procedure, and the users reportedly saw black and white lines across the screen intermittently. There was reportedly a complete loss of image. The intended procedure was said to have been completed. There was no patient injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the referenced device was evaluated prior to the procedure with no irregularity noted. The user facility claimed that they were unable to restore the image after troubleshooting was performed. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The image was flickering with black and white lines across the screen when the light guide tube was manipulated. There was no evidence of fluid invasion noted inside the scope connector, in the electrical connector, and in the control body. (B)(4). The user's report was attributed to the damage ccd unit. This report is being submitted as a medical device report in an abundance of caution.